Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify under delivery anomaly due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they allege insulin pump was under delivering because the customer was using the insulin pump still blood glucose level was going up. The customer¿s blood glucose level at the time of incident was 250 mg/dl and the current blood glucose level is 357 mg/dl. The customer was treated with the insulin shots for high blood glucose level. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer did not experienced symptoms of high blood glucose value. The insulin pump will not be returned for analysis.